Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported after the consumer reset their recharger, they had trouble recharging and were unable to charge fully. The recharge statistics were reviewed and it was determined what the consumer was getting good coupling they were able to recharge fine, but after further discussion it was reported for the last couple of months the implantable neurostimulator (ins) had been moving around, with normal weight fluctuations noted. In an attempt to resolve the issue adhesive discs were going to be tried, and if that didn¿t work a new recharging antenna may be sent. No patient symptoms were reported. Relevant medical history includes non-malignant pain and failed back syndrome-other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(4) 2016 explanted: 2017 (B)(6) product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: 2017 (B)(6) product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2016(B)(6) explanted: 2017 (B)(6) product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had a pocket/lead revision scheduled for (B)(6) 2018. The reported that their ins had moved and that one of their leads (right side) that "goes up into the brain was loose from the suture" and needed to be tightened. It was noted that the patient's other lead was secure. Due to these issues the patient was not getting pain coverage.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they are not sure which lead was which as they were both replaced. Patient reported the leads were not performing for 4-5 months, potentially 6 months prior to surgery. An x-ray showed that the lead had slipped on the left and down on the right. Consumer reported their health care professional reported this had happened to other patients. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.